Manufacturer narrative:
There is no patient information available however, it has been reported that the patient is (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the clip remained on the tissue however, the delivery component was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00957 for the other associated device information. It was reported to boston scientific corporation that a resolution ii clip device was used during a hemostasis procedure in the rectum, performed on (B)(6), 2011. According to the complainant, during the procedure, in both instances, they attached the clips to the target sites however, the clips would not release from the catheter. The physician 'jiggled' the device until the clips released from the catheter. It was reported that both clips remained on the target sites. The case was completed with another resolution ii clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.